Manufacturer narrative:
Following our receipt of the one returned used partial sensor (needle do not return) and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. The customer complaint of needle complaint could not be confirmed due to customer did not return insertion needle. In summary, the customer complaint of sensor glucose vs. Blood glucose event was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. The customer complaint of needle anomaly could not be confirmed due to customer did not return insertion needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose vs blood glucose event. The customer experienced a hematoma and bruise. The sensor glucose was 125 mg/dl, and the blood glucose value was 268 mg/dl which was outside of the acceptable range. The sensor glucose and blood glucose difference is 143 mg/dl. The insulin delivery was not suspended due to the sensor glucose vs blood glucose event. The customer reported no adverse event. The event involved product(s) mmt-7040ma. Troubleshooting was performed and the sensor has been worn for 4 days or more. Troubleshooting was performed for the site issues and the customer was advised to monitor the product. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. The customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea. No further patient complications were reported. Product return was requested for mmt-7040ma. The customer will discontinue using the device, and the customer's response was that the device will be returned.